Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the main board was defective. No other abnormalities were found inside device. Therefore, omsc presumed that alarm after starting up and no front panel lighting were due to main board failure. The cause of main board failure could not be identified.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that the circuit board was defective, resulting in no front panel display. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the device reported error after starting up. There was no report of patient injury associated with the event.